Event description:
Caller reported blood glucose results of 123 mg/dl, 153 mg/dl, and 314 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Pt had star poly removed and replaced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.